Manufacturer narrative:
(B)(4). Customer's legal representation has not made any information regarding the event or product location available to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-nexgen-unk-femoral, MDR: 0001822565-2023-01352. Kne-nexgen-unk-bearing, MDR: 0001822565-2023-01354.

Event description:
It was reported by patient's legal counsel that the patient underwent a knee revision procedure on an unknown date due to unknown reasons. No additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product or photograph were returned ; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a right initial unicompartmental knee arthroplasty was performed. Subsequently, approximately six years and four months post procedure the patient was revised due to pain, noise, difficulty ambulating, and dislocation. During the revision it was noted the polyethylene was fractured. Tibia and femur remained implanted. Polyethylene exchanged without complications.